Event description:
It is reported that the pt was revised due to infection.

Manufacturer narrative:
Eval summary: the revision surgical notes have been provided and stated that the femoral stem was removed with "multiple blows of a slap hammer with an extraction device." There was no infection found from the cultures tested. The sterilization process for this device is in accordance with FDA regulations and iso standards. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.